Event description:
It was reported on (B)(6) 2023 by a sales representative via sems that an ar-613-1 tka handle broke. Case involvement, device broke during use. All fragments removed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual evaluation, it was noted that the strike cap is detached from the shaft, showing that the weld broke. However, the pieces were not returned for investigation. The cause remains undetermined.